Event description:
It was reported, that this patient presented to the emergency room (ER). Review of device data found there was three different beats. Then the patient goes into supraventricular tachycardia (svt), which the patient received an inappropriate shock as a result of. The shock did convert the patient back to normal sinus rhythm. Morphology is very narrow and looks like the patients intrinsic. It was undetermined, what those three beats were. However, it must have put the patient into svt. At this time, this subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. No additional adverse patient effects were reported.